Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient is going into the hospital for surgery to have the pump changed. The 7 year old pump is malfunctioning and has had no medication flowing for two weeks. The patient stated she heard a beeping and didn't know it was the pump. The patient stated she is going through serious detox and still in a lot of pain. They have been taking morphine orally with the pump but has had to increase the amount taken in order to make up for the lack of fentanyl and she is sick as a dog. The patient met a manufacturer representative on (B)(4)2017. She has lost a lot of weight is down to (B)(6) lbs and confirmed weight loss is unrelated to therapy. The physician had her up to 19 mcg/day of fentanyl in her pump and her current refill schedule is every 6 weeks. The patient mentioned that she got so spastic regarding pump, but confirmed that she meant concerned. It was stated they weren¿t sure what was malfunctioning and stated it could be the leads that go into the spinal canal. It was clarified that the morphine is making her sick as a dog but then states she doesn¿t know what¿s making her sick and has been taking morphine all along in concert with fentanyl. It was also stated that the pump looks like a bowling ball under her skin due to dropping 30 lbs since (B)(4) 2017. It was reported that the affected pump was being replaced on (B)(6) 2017 by the surgeon and yesterday was programmed to minimum rate mode at 50 mcg/ml concentration of fentanyl. The catheter will not be aspirated and they do not have intrathecal (it) drug to put in the new pump reservoir.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a consumer receiving fentanyl [50 mcg/ml] at a rate of 19.991 mcg/day via intrathecal drug delivery pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that there was a motor stall and a non-critical alarm elective replacement indicator (eri) occurred. Over this past weekend the patient reported that they were alarming. The patient came in for a pump refill on (B)(6) 2017 and it showed a motor stall occurred and that the estimated eri was one month and wanted to know if the pump was going to make it. The eri was expected and there was a stopped pump period may exceed tube set with multiple stall and recoveries. A motor stall occurred (B)(6) 2017, tube set (B)(6), stall recovery and stall (B)(6), and a tube set (B)(6). The patient reported feeling shaky and dizzy and having withdrawal symptoms.